Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the patient's age, sex, health, and social history (which appears to be unremarkable other than smoking, a risk factor for implant failure), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of the osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a patient, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the information provided, it is not possible to determine if the implant, graft, technique, patient compliance, etc. Was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant loss will be reported via asr. A DHR review was conducted for the lot involved in this event as well as the previously and subsequently manufactured lots. A review of bio-activity and gamma sterilization testing records was also performed. Both record reviews indicate that the product was manufactured according to specification and passed all final acceptance criteria. Additionally, a review of complaint history was conducted and indicates that one other complaint associated with the lot involved in this event has been received.

Event description:
It was reported that pepgen p-15 putty was used simultaneously with implant placement in the upper right posterior maxilla with bone quality type iii and poor oral hygiene; the patient also has a social history of smoking. The osteotomy was prepared via bone condensing and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and demonstrated mobility prior to explantation approximately three months post-placement, during the healing period. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect complete integration. It is also not clear why grafting was performed (i.e. Bony dehiscence, immediate placement). As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.